Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 114, 138, and 435 mg/dl when all tests were performed within less than 5 minutes of each other on the advantage system. Reporter stated he was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. No actions were reportedly taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.